Manufacturer narrative:
In further analysis it was found that the customer was calling into philips for only an update on their unit in bench repair to replace the printer. There was no problem with etco2.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
There is a problem with etco2 being lost or incorrect. No patient or user involvement.